Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor . It was reported that patient cannot connect to the implant to make changes. She was seeing a poor communication screen on the patient programmer (pp). Patient stated the implantable neurostimulator (ins) site hurts. It was indicated that patient was able to connect to the ins earlier and increase amplitude from 1.8 to 2.1v. The patient had device implanted a day prior to this call. It was noticed bandages/swelling were still presented. Patient was educated under anesthesia. It was also reported that patient had lack of therapeutic effect and return of symptoms. Patient stated she wet the bed. Troubleshooting was not possible due to communication failure. About a week later, the healthcare provider (hcp) reported that patient had follow up appointment in the clinic. Patient had retention and she was now able to void. Patient had some urine leak and she was expecting no leakage at all. Patient had improved more than 70%.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that patient reported that they felt shocking sensation. Patient was advised to decrease amplitude and it eliminated the shocking sensation. Patient stated that their hcp "did not know which programs to use in pain and they were peeing on themselves" and said the pain issues had been happening since (B)(6)2017 and said that "they could go to the bathroom right away, but they felt like that they were being shocked and it was very painful". Patient then spoke with hcp and they told them to turn stim down which helped the pain relief, which caused them to have a return of symptoms, and said this was 3-4 days after having the implant (B)(6) 2017). Patient was currently getting symptom relief but was not quite at 50 percent, so they reviewed how to increase stimulation to the point where they felt it slightly, then try this setting.